Manufacturer narrative:
Unit received with missing segments/partial display due to zebra connector cracked. Unable to performed functional test due to display anomaly. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call of not being able to deliver a bolus due to partial display. Customer reported that the center part of display screen was not showing. Customer reported that basal stopped delivering as well. Customer's blood glucose was 257 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.